Event description:
A site reported to rxsight that a light adjustable lens (lal, sn (B)(6)) was explanted due to patient dissatisfaction. A lens of a different brand was implanted as a replacement. Rxsight's first awareness of this event was on 12/05/2023.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).